Event description:
A 29-yr-old man with congenital 3rd degree heart block, permanent dual chamber pacing system implanted electively 12/28/95. He did well until 4/12/96 when he presented to the ER with pain and pectoral muscle twitching over the pacemaker generator. EKG revealed vvi pacing at 65 bpm, which ceased entirely when a magnet was placed over the device. The pacemaker could not be interrogated by the programmer. He then remained in his intrinsic rhythm of complete heart block with a ventricular escape rate of 40-50 bpm, with symptoms of tiredness and exercise intolerance. The pacemaker generator was explanted and replaced on 8/7/96, a date of the pt's choosing. The existing atrial and ventricular leads were tested and reused. There have been no known subsequent pacing problems.